Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) checked the logs and attempted to contact the user but received no response. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, anesthesia provider attempted to log into the or7 anesthesia pyxis station, which was not found in the device list. The system accepted the username and password but failed authentication. The issue occurred around 7:25 pm. Verification on the pyxis server and with information technology (it) confirmed that the user account was not locked. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.